Manufacturer narrative:
The reported events of suspected lead damage, over sensing and low pacing lead impedance were confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead revealed an internal insulation abrasion breaching the ring electrode cable lumen proximal to the super vena cava shock coil. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded in this location. The cause of the reported events of over sensing and low pacing lead impedance was isolated to the abrasion of the one ring electrode etfe cable coating. Two internal insulation abrasions were noted breaching the ring electrode cable lumen and also breaching the right ventricular cable lumen in between the shock coils. The etfe cable coating of the ring electrode cables were not abraded while the etfe cable coating of one right ventricular cable was abraded in this location. Further analysis found internal insulation abrasion breaching the right ventricular cable lumen proximal to the super vena cava shock coil. The etfe cable coating was not abraded in this location.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-09573. During an in clinic follow-up, the device was found to be in back-up vvi mode. It was also noted that oversensing and decreased pacing impedance were observed on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. Technical support was contacted and a firmware download was performed to resolve the back-up vvi. It was suspected that the oversensing on the rv lead may have contributed to the back-up vvi mode on the device. The defibrillation therapy was disabled as an interim resolution and an rv lead replacement procedure and device exchange is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during the revision procedure, fluoroscopy was performed and no anomalies were observed. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.